Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. Based on technician statement, the air gas module was checked and has been replaced to resolved the issue. The air gas module regulates the inspiratory air gas flow. A failure in the air gas module may lead to inaccurate gas flow regulation and gas mixture. This will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The defective part nor device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).